Manufacturer narrative:
The introducer was visually inspected and the leaking was confirmed. A tear was found on the hemostasis valve. Per assessment by r&d and quality engineering, the root cause of the leaking has been determined to be a material relaxation issue. It is not known at this time if the valve leaking is a design or a supplier manufacturing issue. R&d and supplier quality engineering are actively investigating the issue. A CAPA was initiated for this device. A product recall was initiated for this device. Trends will continue to be monitored on a monthly basis and if further action is required, appropriate investigation will be performed.

Event description:
It was reported by the sales rep that there was bleeding from the introducer of the proplege coronary sinus device, pr9. The sheath had to be removed prior to the pt going to the unit. No patient injury was reported.

Manufacturer narrative:
Device to be evaluated into root cause upon product returned from the customer.